Event description:
It was reported that the patient presented for in clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing. The episodes were attributed to a combination of myopotential and post-paced t was over-sensing. Programming interventions were made. The patient was asymptomatic.